Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, use error.

Event description:
Sales representative reported "possible capsular contracture baker grade unknown" and "possible rupture" of a gel breast implant with implant/injection date after the expiry date. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Clarification to h6 adverse event problem: un-reporting a0412 material rupture as the event did not occur on the left side. Un-reporting a2301 device handling problem (use error) as the device was not implanted after its expiration date. Reason for reoperation: capsular contracture baker grade unknown; "possible rupture", later confirmed to be intact.

Event description:
Healthcare professional reported "possible capsular contracture baker grade unknown" and "possible rupture". Healthcare professional later confirmed rupture did not occur on the left side. This record is for the left side. The device was explanted. Complete capsulectomy was performed.

Event description:
Sales representative reported "possible capsular contracture baker grade unknown" and "possible rupture" of a gel breast implant with implant/injection date after the expiry date. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., h.4.